Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI) part analysis: the report of the pyxis medstation es (main drw #4.1 has failed) was confirmed during fse testing. According to work order (B)(4), the field service engineer (fse) reported that after checking connections and performing diagnostics, it was determined that the drawer controller board needed to be replaced on drawers 4 1 and 4 2. The station was rebooted following the replacement. Had customer test inventory the drawer and test were successful. During dchu visual inspection confirms, two (2) pcba dwr cntlr v1.10/v1 (sn (B)(6)) and (sn (B)(6)) were received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Dchu internal procedures using digital multimeter were performed to conduct continuity testing of both pcba dwr cntlr v1.10/v1 included diode d501, mosfet q501, and tp501, all showing resistance above 1000 o, indicating normal behavior; q601 also exceeded 1000 o with no anomalies. All other electronic parts (resistors, capacitors, diodes, etc.) Were within expected parameters, with no faults detected. The hardware test application (hta) confirmed both pcba dwr cntlr v1.10/v1 (p/n 151622-01) and all diagnostic tests were completed successfully with no intermittent behavior. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: the root cause of the reported issue (main drw #4.1 has failed) could not be identified. No faults or anomalies were observed throughout the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was not detected on bus and maintenance required. As per part investigation, it was determined that no anomalies were observed. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was not detected on bus and maintenance required. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 was failed. A field service engineer identified that the controller boards in drawers 4-1 and 4-2 required replacement. After installing the new boards, the station was rebooted, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.